Manufacturer narrative:
The driver's alarm history was reviewed and revealed a '22' fault alarm code. This alarm is produced by a sudden or quick drop of voltage detected by the mpu while testing the pressure sensor. This can typically occur due to an impact shock. The driver passed all sections of functional testing. Additionally, the pressure sensor functioned as intended throughout these tests as well. During investigation testing, the customer-reported fault alarm was confirmed in the alarm history; however, it could not be reproduced as purposefully inflicting impact shock to the driver is not recommended and can cause damage to the driver. It is most likely that the '22' alarm occurred when the driver endured some kind of impact shock while in operation. This impact shock would cause the voltage drop detected by the mpu and sound an alarm. The driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Caregiver's grandson had called 911 and the fire department responded to the house. The hospital mcs staff spoke to the fire department who reported that the patient was unresponsive with copious amounts of pink frothy sputum; he was difficult to intubate at this time. The driver readings were cardiac output 4 lpm and fill volume 40 ml. Per caregiver, the patient was telling him and grandson that he loved them while being brought to the ambulance. Mcs staff met patient and fire department in ER and immediately changed him to a companion 2 driver. Once on the companion 2 driver the readings were cardiac output < 0.5 lpm bilaterally, fill volume <5ml bilaterally. A backup companion 2 driver was powered on, and the settings set to primary driver and patient was placed on it to verify cardiac output, fill volume and waveforms. All were identical, patient as then changed back to primary companion 2 driver on hospital caddy. Both freedom drivers where continuously fault alarming upon patient's arrival. Patient's neuro exam was flat, no response to painful stimulus, very sluggish and minimal pupillary activity. Blood was noted in oro/nasopharyngeal cavities. Patient was hypotensive and resuscitated with fluids and pressor support (levophed and epinephrine gtts) in ER. Per fire department patient was difficult to bag and intubate. He presented with a 5.5 et tube in the ER. (This was subsequently exchanged for a 7.5 once in the cvicu.) For roughly 30 minutes, companion 2 driver displayed flows of < 2.5 lpm bilaterally. After administering 4 amps of bicarb, his cardiac output and blood pressure then normalized with cardiac ouput of 4.8 lpm bilaterally. Patient was transported to cvicu at 0345. Cardiac output and fill volumes wax and waned over the next couple hours while trying to stabilize the patient's hemodynamics and ascertain a neuro exam. Lab work revealed a lactic acid of 23, and a rise in liver enzymes as well as a 5 pt drop in hgb (from 12.8 to 7). Neuro consult was placed, and initial exam completed, however, the patient had received paralytic agents 2 hrs prior for his ett exchange. Patient had very sluggish pupillary response with no cough and no gag response. 40mg ivp lasix x1 yielded < 100 ml urine output. Around 0600, patient began to have more bloody output from nose and mouth, it was also noted that all IV sites were beginning to ooze, and the attempted insertion site of a central line in the ER began to form a hematoma. A dic panel was sent. Vasopressin was added, patient had been on levophed and epinephrine drips all night. Bp continued to dwindle; if no fluids were running the patient would become more hypotensive. After 0700, cardiac output began to drop again on companion 2 driver, sustaining between 1.8-3.0 lpm bilaterally. It was recommended the family come for end of life visitation. Support was withdrawn, autopsy will be performed. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient's caregiver woke up hearing the freedom driver alarming, went into patient's room and reported that the driver was not pumping, but the green lights were illuminated on the freedom driver power adapter and the freedom ac power supply power brick (MFR report # 3003761017-2020-00113). Caregiver started the backup freedom driver and as soon as he connected the blue cannula, the patient woke up and asked what he was doing. Caregiver finished changing over to the backup freedom driver and within 5 mins that driver began having a continuous fault alarm but was still pumping.